Event description:
Account reported incident in nicu in which device "broke off at catheter lumen site" during the infusion of tpn and lipids. "No apparent injury. Small drops of blood noted to be coming out of the line."